Manufacturer narrative:
No unexpected motor error alarms noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Insulin pump had a corroded motor home switch noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error during bolus or basal. The device was not exposed to high magnetic field. Alarm was cleared. Alarm has occurred several times in the last month. No other alarms noted. Customer does not use the sensor feature. Customer was able to complete rewind process. Customer's blood glucose was 228 mg/dl. No further information reported.